Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and service report. During troubleshooting leakage was located on inspiratory side due to malfunction of the pull magnet incl. Bracket. It was noticed that pull magnet for the inspiratory safety valve was not closing tightly. To resolve the issue defective part has been replaced. The device passed all performance tests and could be returned to clinical use. The issue was decided to be reported as a defective safety valve pull magnet may lead to stop of ventilation or high pressure. There was no patient involvement. Unfortunately, device's logs and the defective part were not available for the further analyze of the issue, hence the root cause cannot be established.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).